Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number. D9 - device available for evaluation: no.

Manufacturer narrative:
E1: initial reporter phone has an extension (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving a chemolock¿ port where it was reported that the rn placed a pause on the infusion and turned on lighting. Rn felt the line and saw a drop of fluid, however no collection of fluid on bedding, under or around patient as well as peripherally inserted central catheter (PICC) insertion and dressing was drying. Restarted infusion and monitored all connections in which a drop of fluid started to come from the side of the microclave. There was patient involvement and unknown adverse events.